Manufacturer narrative:
Submit date: 10/22/2015. The lot number was provided and a review of the device history record (DHR) was completed and no deviations related to this failure mode were found. There are no non-conformances for this lot and no changes were identified that may impact the product/process related to reported condition. The potential causes for this event are misuse (excessive force, inappropriate use of cleaning agents, etc.), machine malfunction, inspection failed or not performed or defective material that may lead to the catheter breaks after insertion. The product sample was not returned for evaluation; however, four photos were provided by customer. In the first photo, it was observed a pouch of product code (B)(4), in the second photo it can be observed that the catheter is in two parts, on the third photo it is observed that the catheter is connected to a stopcock and two syringes and the other end of the catheter was clamped with forceps and in the fourth photo it was observed a catheterization tray of (B)(6) medical product. Based on photos provided, the catheter presented clear signs of usage (blood residues) and according to the event reported it went through the process of being inserted. It is important to consider that the instructions for use warns: [do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter] and continues, [do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter]. The reported issue has been confirmed. Based on photos provided by the customer, which showed the product with signs of usage and the result of the DHR review that did not present deviations, it can be concluded that product was manufactured according to specifications and functioned as intended. Additionally, the customer did not identify any issue on the catheter prior to use and there was no report of any difficulty inserting the catheter. Based on the evidence provided, it can be concluded that the device functioned as intended until it was broke a few minutes after insertion, possibly during the medical procedure. A root cause could not be identified related to manufacturing.

Event description:
The product sample was not returned for evaluation. Based on the available information, the most probable root cause can be considered misuse (device was more likely damaged during use). Corrective actions were not required for this event. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a single lumen umbilical vessel catheter. The customer states that the neonatologist placed the 3.5fr umbilical catheter in a critically ill premature infant on admission. She secured the line and ordered an x-ray. When she returned a few minutes later, she found the catheter snapped in half at approximately the 20cm mark on the catheter.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.